Event description:
It was reported that during a low anterior resection, the surgeon could not remove the staple after firing. Opened the stapler internally and removed after taking anvil off. Reanastomosed with another device. Second stapler fired and removed properly. No pt consequence.